Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the motor cable controller is pulled out. The provider states the chair will shut off when going over a bump and per the provider, the cover that goes over the wires is missing and there are exposed wires.